Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller was a manufacturer representative and reports patient fell on saturday. When patient had decreased his stimulation down and increased back up, he felt shocking sensation in his ribs and belly area. Caller reports patient seen message on controller: not delivering desire therapy setting. Caller reports patient is programmed with 3.4ma and 4.4ma when patient got the message. Ins 100% charged. X-ray was taken yesterday and confirmed the lead is in the same location as implant. Caller reports check connectivity performed and patient feels the stimulation during the exam. Electrode impedance performed all showing orange range. Caller reports patient is using electrodes: b1: 0, 2, 3, 5 b2: 2, 3, 4, 5 lowest impedance: reference 0 8: 4280 ohms 2: 4500 ohms reference 1 2: 4050 ohms 9: 4320 ohms reference 2 1: 4050 ohms 10 and 11: 4400 ohms 0: 4500 ohms reference 3 11: 4240 ohms 2: 4300 ohms reference 4: 12: 17520 ohms reference 5 all electrodes >25k ohms. Using electrodes 1 and 2: feels in lower back area coming to the front of the back. Not where he needs, no leg. 8.6ma using electrodes 2 and 3: feels top of his leg, side, then increased into belly at 11ma.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead lot#/serial# unknown product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the cause of the decision to revise the lead was due to high impedances from a fall and having minimal programming options. The lead was replaced. The fall led to the shocking and high impedance issue. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Model number of the lead revised was 977265. Serial number not available as rep cannot look up the replaced device on mstar anymore & I did not have serial number at time of replacement as mpxr was called in by another rep. Customer discarded device before rep could take to send back. Nobody has possession of the device.

Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported that patient will have lead revision on(B)(6).